Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports receiving a false positive result on 02-oct-2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 29113e, reader sn (B)(6) ). Customer tested negative on (B)(6) 2023 with a pcr test at a health department clinic. Customer also states she tested negative with two rapid antigen tests (brand/manufacturer unspecified) on an unknown date. Customer experiencing sore throat, but no known exposure to covid-19. Cartridges were stored within the validated temperature range. Customer also reported receiving another false positive result on (B)(6) 2023. See related case.